Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that approximately one year ago the patient underwent an inflatable penile prosthesis (ipp) surgery to remove the cylinders due to one scrotal and two distal erosions. A year after, the patient underwent a new surgery to implant a new ipp. As a result of scarring in the right corpora, physician decided to implant only the left side cylinder. No patient complications were reported.